Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review indicates that there is no trend of failures related to the issue reported against this unit.

Event description:
During incoming inspection the inspector found the spco measurement to be a 4-8% with a known-good rad-57. There were no consequences or impact to patient reported.